Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. According to the information provided, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt) and a medical procedure to drain a leg. The information also indicated that as a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A specific device malfunction has not been reported. Without the procedural films or post-placement imaging and with the limited information provided, the report of recurrent dvt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Without the patient¿s medical history and the limited information provided it is not possible to draw a conclusion between the device and a medical procedure to drain a leg. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt) and medical procedure to drain leg. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.